Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent additional information requested: how long after the original procedure did the bleeding occur (provided number of hours, days, etc.) Where was the bleeding from? (State where) how much blood was lost? (Cc¿s) was there a second procedure to control the bleeding or did the patient just receive a transfusion? If yes, there was a second procedure: was the bleeding from an area where the enseal device was used? How was the bleeding controlled in the 2nd procedure? What was the size of the vessel or artery? If no, there was not a second procedure: how is the surgeon attributing the bleeding to the use of the enseal device? During the lap. Hysterectomy, what other devices were used in the case? How long has the surgeon been using the nslg2c35a? Were there any hemo issues in first procedure? If yes, how was this addressed? What are the surgeon¿s typical usage as to the I-blade advancement and hearing tone 2 does the surgeon believe that the enseal had anything to do with the post-op bleeding? Was the patient taking any anticoagulants, such as aspirin, anticoagulants, or antiplatelet agents)? If yes, specify prescribed medication. Has the patient undergone any radiation/chemotherapy therapy? If yes, please specify radiation, chemo, or both. Does the patient has a known coagulation disorder? Has the patient taken any steroids? What was the total blood loss? What was the patient¿s pre-op hemoglobin and hematocrit? What was the patient¿s post operative hemoglobin and hematocrit? Additional information received: the patient received a transfusion and second procedure was not necessary. I have reported all information and have no further information. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
The rep discovered through a conversation with the surgeon that a patient had post-operative bleeding and had to have a transfusion. The procedure was a lap hysterectomy that was performed on an unknown date. The patient did not suffer any long term effects as a result of the bleeding and there is no device to be returned.